Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited worn adhesive on distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip adhesive deterioration issue could not be determined, however, the issue was likely due to physical stress/chemical stress applied to the tip during user handling/mishandling. The event may be detected by following the instructions for use section below: inspection of the endoscope. Olympus will continue to monitor field performance for this device.